Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the proximal lcx. Pre-dilatation of the lesion was not performed. First, an onyx stent was placed within the lesion. When it was attempted to place the orsiro mission in front of it, the stent could not pass the lesion. The device was pulled back. Upon withdrawal before re-insertion, it was noticed that the stent was deformed.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the proximal lcx. Pre-dilatation of the lesion was not performed. First, an onyx stent was placed within the lesion. When it was attempted to place the orsiro mission in front of it, the stent could not pass the lesion. The device was pulled back. Upon withdrawal before re-insertion, it was noticed that the stent was deformed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is severely deformed at its distal end. Several stent struts are deformed (i.e., bent outwards, and everted). Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. However, as the size and type of the guideplus guiding extension catheter used in the intervention could not be obtained, it can neither be confirmed nor denied if the presence of a second guide wire together with the complaint device might have been a contributing factor to the complaint event. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advice the user not to reinsert it as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.